Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Also, unit had minor scratched lcd window, cracked lcd window, broken belt clip slot, broken battery tube threads, missing reservoir tube o-ring, cracked case at display window corners, stained address/serial number label and stained end cap sticker.

Event description:
The customer reported that the insulin pump was damaged and reservoir chamber and battery chamber had crack. Blood glucose level was unknown. The insulin pump will be returned for analysis.